Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's father was advised to close all other applications and re-pair transmitter, which was unsuccessful. Patient's father was then advised to insert a new sensor and with the same transmitter try pairing again, which was unsuccessful. No additional patient or event information is available.